Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no water inside the syringe, and the syringe cap was missing.

Event description:
It was reported that there was no water inside the syringe, and the syringe cap was missing.

Manufacturer narrative:
The reported event was confirmed. Evaluation verified that was no water inside the syringe. No crack or defect was observed on the barrel and plunger. How and when the problem occurred could not be determined. The potential root cause for this failure mode could be from vendor/rough handling. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[shape, configuration and principles] bard® i.c. Silver foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.